Event description:
The customer reported unexpected low battery after charging device. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow-up will be submitted upon completion of the investigation.